Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subj: (B)(4). Associated study: rotating platform dots. Clinical adverse event received for delayed wound healing (superficial subcutaneous dysvascular changes with eschar and delayed healing) and subsequent revision related to infection and wound breakdown. Event is serious and is considered mild in severity. Event is not related to device and is possibly related to procedure. Doi: (B)(6) 2018; doe: (B)(6) 2018; dor: (B)(6) 2018; (right knee). Patient placed on keflex 500mg qid and underwent revision surgery with insert exchange. Event is considered resolved as of (B)(6) 2018.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.